Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The device began to emit a solid tone when the foot pedal was activated. The scrub nurse took the disposable blade off and placed the test tip on and the generator still emitted a solid tone. The case was completed with bipolar elctrocautery. There was no consequence to the patient.